Event description:
The customer reported the backup alarm failed alarm. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
MFR rec¿d date.rec¿d report date. The part was returned to the manufacturer for failure investigation. The customer complaint was duplicated. The buzzer was damaged by contamination. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 14aug2019. The manufacturer's field service engineer (fse) confirmed the reported backup alarm issue. The fse found multiple error code 1104s(backup alarm failed) in the error log. The fse replaced the processor board, reloaded serial number and options, saved and cleared the error log, ran the unit with multiple power restarts to see if error 1104 reappeared and it did not. The unit is ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 06aug19.

Event description:
The customer reported the backup alarm failed alarm. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.